Event description:
Spontaneous communication from patient stating cadd legacy pump serial number (B)(4) alarming no disposable. Patient did not have a back up pump. It is arriving later today. Advised might be cassette but patient was not able to reconnect the current cassette so had her replace with new cassette. Current pump now infusing but patient requested to have it replaced. Pump was in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and patient will return malfunctioning pump and supplies if needed. Patient does not need extra cassettes/tubing at this time. Patient does have back up pump. Pump return tracking information is unavailable. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. This is a new issue separate from report filed earlier today 06/02/2022. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by pt/caregiver.